Event description:
It was reported that the cot was being used with a patient on board when it alleged dropped two positions and fell, tipping the patient. Reportedly, the patient suffered a fractured left thumb.